Event description:
It was reported that the patient¿s incision site looked necrotic and she was able to see and feel the implant at the incision opening. The incision opened the day prior to the report and the patient felt the implant come out. Later that day it was reported that the health care provider knew the pocket was too shallow. Two weeks later it was reported that the cause of the event was skin dehiscence. The implantable neurostimulator (ins) was replaced without problems. No hospitalization was required and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va06nfu, implanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).